Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates insulin delivery was suspended due to the sensor glucose vs. Blood glucose difference. Blood glucose value associated with the triggered suspend event was 128.00 mg/dl and sensor glucose value was 77.00 mg/dl. No harm to the customer requiring medical intervention reported. The sensor will not be returned for analysis.